Event description:
It was reported that the health care professional (hcp) requested a review of stored signal artifact monitoring (sam), atrial tachy response (atr) and ventricular fibrillation (vf) episodes for this implantable cardioverter defibrillator (ICD). Technical services (ts) discussed all of the episodes occured during a span of two minutes and were likely due to electromagnetic interference (emi). Ts also noted a stored tachy episode where the device delivered one inappropriate shock due to oversensing of the noise and discussed that post shock the rhythm slowed to atrial pacing and ventricular pacing however in the shock channel there was an odd deflection on the atrial pace beat. Ts discussed that due to the type of lead it cannot be reversed in the header. Additionally, a review of the most recent presenting electrogram (egm) showed normal sensing after the events. Ts recommended further discussion with the patient to determine source of the electromagnetic interference (emi). This ICD remains in service. No additional adverse patient effects were reported. Additional information was received, the physician requested a review of previously stored episodes for this ICD. Ts discussed that something is off with the right ventricular sensing and right atrial sensing. Ts discussed that apparently something occurred that resulted in a drop of right ventricular (rv) amplitude and this odd sensing started to occur. Ts also noted another stored tachy episode where the device delivered one inappropriate shock possibly due to oversensing. Ts suggested chest x ray to very if the rv lead was dislodged. During that same dame of the stored episodes the patient was in the hospital, ts suggested further clarification to find out if something could have resulted in the change. This ICD remains in service. No adverse patient effects were reported.